Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue and leak were confirmed. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery that had mild calcification and a 90% stenosis. Using a radial access site, the xience alpine 2.5 x 23 mm was advanced to the target lesion without resistance and inflated; however, the balloon would not inflate at all. No predilatation was performed prior to advancement of the xience alpine. The device was removed from the patient's anatomy and confirmed that blood came into the balloon. The device was changed to a same size xience alpine and the procedure was completed. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. There was no issue during preparation of the device. No additional information was provided.